Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported difficulty grasping the leaflets and single leaflet device attachment/slda appear to be related to patient morphology/pathology and likely due to the coaptation defect. The reported unchanged mitral regurgitation(mr)appears to be a result of procedural conditions, as the mr was noted to have increased back to the pre-procedure grade of 3-4 when the slda occurred. While it should be noted that the mr ultimately remained unchanged, the reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed because the implanted clip detached from the anterior leaflet and remained attached to the posterior leaflet. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 3-4. The first clip delivery system (cds) (61104u120) was advanced to the mitral valve. The leaflets were difficult to grasp due to challenging anatomy. After several grasping attempts were performed the leaflets were grasped. The clip was implanted reducing mr to 2-3. A second cds was advanced to the mitral valve to further reduce the mr. Leaflet grasping was difficult due to the anatomy. During this time, the first implanted clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr returned to 3-4. There was no observed contact between the implanted clip and the second cds, although it could not be ruled out. The second clip was not implanted and the procedure was discontinued. Mr remained 3-4. The patient is stable. Mitral valve repair is planned. No additional information was provided.